Event description:
Customer reports , "pt underwent right thoracotomy on 10/20/1998. Two argyle chest catheters were inserted. The initial post-op chest x-rays showed a 4cm long radiopacity projecting along right heart border. Further exams including computerized tomography identify to pericardium and immediately adjacent to sizes of needles when compared and did appear to be similar to the markers on the chest tube." A thoracoscopy on 10/26/1998 was performed under general anesthesia. A chest tube fragment of approx. 3-4 cm was removed.